Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used during a procedure performed on (B)(6) 2024. During the procedure, the handle was broken. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf impact code a0401 captures the reportable event of handle break.